Event description:
It was reported by service report that the cot would not lock into the fastener everytime. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
The service technician found the fastener mounted at an angle, not always allowing the cot to be secure in the fastener. The service technician was unable to confirm this was a stryker manufactured fastener. A follow up report will be submitted if additional information is made available.